Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any malfunction code recurred, which the caller acknowledged and understood.